Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets in drawer 5 had failed and were unable to recover. A field service engineer (fse) ran the hardware test application (hta) and attempted to eject all pockets; however, pockets in row bnc did not eject. The fse attempted to force release the pockets, but no change was observed. The fse then removed the side cover and manually removed the pockets from the trays, confirming that the pockets were functioning properly when placed in good trays. Further inspection revealed several foil packs lodged across the pins in tray a. The debris was removed, and the station was restarted. Following these actions, all pockets were detected and functioned as expected. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred with an error indicating "device not detected on bus." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.